Manufacturer narrative:
Based on the current information provided, the cause of insufficient seal is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any errors that would have caused or contributed to the reported event. Advanced energy logs show six coag events completed with no errors. Ten seal events were recorded, of which six had high initial starting impedance errors. Three transect events were recorded with no errors. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that while using a synchroseal instrument with an e-100 generator during a da vinci assisted liver resection, the instrument would not seal completely, and the surgeon reported bleeding. The customer replaced the synchroseal instrument with a vessel sealer extend instrument and used the erbe generator instead and reported improved sealing. The procedure was completed robotically.